Event description:
Doctor reported by mistake non integration with bone loss and infection, but he confirmed by phone on 12 may 2022 that the implant was fractured at tooth site 25, with bone loss and infection and patient referred discomfort and pain. Doctor also reported suppuration and edema.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Email address unknown / not provided. Premarket identification k011028 and k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: expiration date d6 a. If implanted, (B)(6) 2021 d6 b. If explanted, (B)(6) 2021 g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned implant identified a fracture at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Additionally, similar complaints for infection and bone loss related problems have been previously investigated. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. Bad oral hygiene, bruxism, and clenching were noted on the per for patient profile and the bone density was identified as low bone density (type IV). The reported device was in tooth location 25 (fdi) and was used for approximately 1 day. Device history record (DHR) review was completed for the subject lot number (1249145). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1249145) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant, medical: infection and medical: bone loss. Therefore, based on the available information, device malfunction did occur, and the reported event of implant fracture was confirmed. However, the reported event of bone loss and infection is non-verifiable.

Event description:
No further event information is available at the time of this report.